Event description:
A cryopreserved hemi-pulmonary artery was implanted in 2004 into a pt during a procedure involving repair of an aortic valve with an aortic arch patch augmentation and sternal osteotomy. It was reported that the pt was stable immediately after surgery. The next day, the pt suddenly became unstable and hypotensive. During that time, an emergent procedure was performed and the chest was re-opened in the intensive care unit. A large amount of blood was noted within the mediastinum. The surgeon performing the emergent procedure indicated that there was a linear defect in the mid-portion of the patch. The pt subsequently expired secondary to the loss of a significant amount of blood.